Event description:
It was reported that a patient underwent a laparoscopic hysteropexy for a second degree cystocele and fourth degree uterine prolapse in (B)(6) 2012 and mesh was used. On (B)(6) 2014, the patient underwent surgery to repair a fourth degree vaginal prolapse. During the procedure it was noted that the mesh had partially absorbed and pieces of mesh were found between the bladder and the uterus. The surgeon also noted adhesions on the lateral peritoneum. During the operation the surgeon performed adhesiolysis, retrieving the pieces of mesh found from the previous operation and performed a subtotal hysterectomy along with a sacrocolpopexy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - adhesions occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.